Event description:
Additional information was received from the manufacturer representative (rep) stating high impedances were identified during device evaluation. At this time, the exact cause has not been definitively confirmed, and further evaluation will likely occur during surgical intervention. The planned intervention is surgical evaluation and likely revision/replacement. However, the procedure has not yet been scheduled due to the patient managing health complications involving his wife, along with previously planned travel. The physician and patient intend to proceed with surgery once their schedule allows. The issue has not yet been resolved, as surgical intervention is still pending.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3 event date is approximate. Month and year of event were confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was that the caller reports that the patient had a change in therapy 3-4 weeks ago. The patient went to the healthcare provider last monday for reprogramming. The healthcare provider ran an impedance check and found that the impedances were all out of whack. Caller reports that all contacts were showing greater than 40, 000 ohms except for 2 contacts, 0 and 8, which are at 32350 ohms and 32305 ohms. The caller indicated that there were no falls or trauma. Hcp sent patient for imaging on mon, (B)(6) 2026. Review of x-rays, show the leads are 100% in the ins, and there are no kinks or sharp bends in the lead wires. The issue was not resolved through troubleshooting. Hcp will schedule patient for ins replacement and return ins for analysis. Technical services reviewed to ensure the lead impedances to ensure issue isn't within the leads. Technical services sent the caller a return mailer kit to return the device for analysis.

Event description:
No new information.

Manufacturer narrative:
Annex f coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The representative called back to follow-up on this case. The caller indicated that the ins was replaced and the device would be returned for analysis. The caller asked for the report number. The agent provided the report number to the caller. When asked for the cause of the change in therapy and high impedances, the representative stated that the patient continues to experience high impedances even after the device replacement. A definitive cause has not been identified. Following the replacement, the patient continued to exhibit a significant number of high impedances. However, 3 electrodes remained functional and were used for programming, providing some degree of pain relief. The issue has not been resolved. The initial assumption was that replacing the implant would correct the issue. If the patient does not achieve satisfactory outcomes with the remaining functional electrodes, the physician plans to refer the patient for a lead revision.